Event description:
It was reported by the physician that the pt's device had been "moved" by a surgeon on (B)(6) 2011. The pt then came into the office as the magnet was not functioning, and the office was not able to communicate with the generator on (B)(6) 2011. The site attempted to use multiple programming systems that were known to be functional, and communication was still not possible. The pt had been last seen by the physician on (B)(6) 2011 and communication was possible then, but no diagnostics were listed on this date. Later info showed that a company rep went to the site and was able to communicate with the pt's generator on his third attempt. His wand was rotated each time the communication failed until it was successful. The rep received an end-of-service message, though the battery icon was completely full, indicating the generator was likely damaged by electrocautery during the surgery where the surgeon moved the generator. No equipment had been replaced during this surgery, and no vns software was used in the surgery to ensure proper device function throughout the procedure. A copy of the hand-held info from the site was obtained and showed that on (B)(6)2011 the pt's device has a pulse disable command due to the battery voltage being less than the end-of-service (eos) threshold. However, the voltage measurement on this date was 3.059 v. A revision surgery in the future is likely.

Manufacturer narrative:
Analysis of programming history.